Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and posterior prolapse. During preparation of the first xtw (40307r1117), difficulties opening and closing the clip occurred. While attempting to open the clip, it was noted the clip arms jumped open. Therefore, the clip was not used and was replaced. A new xtw (40307r1118) was inserted and deployed, reducing the mr to trace. Later that day, echocardiography showed the implanted clip had perforated the posterior leaflet, causing mr to increase to a grade of 4. Therefore, an additional mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
The additional mitraclip xtw referenced in b5 is filed under a separate report number. H6: health effect - clinical code: removed codes 4559, 4451, h6: health effect - impact code: removed codes 4607, and 4641. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided without the device to analyze, a cause for the reported clip jumpiness, difficult to open clip and difficult to close clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of a mitraclip xtw, difficulties opening and closing the clip occurred. While attempting to open the clip, it jumped open. Therefore, the clip was not used and was replaced. A new mitraclip xtw was inserted and deployed, reducing the mr to trace. The procedure was completed. On the same post procedure, a transthoracic echocardiogram (tte) was performed, revealing a perforation on the posterior leaflet, resulting in recurrent mr, with a grade of 4. The previously implanted clip remained attached to both leaflets. An additional mitraclip procedure was performed, and one additional clip was implanted, reducing the mr to a grade of 1-2. On (B)(6) 2024, transesophageal echocardiography (tee) revealed that a tear from the first clip, mitraclip xtw (40307r1117), extended to the posterior leaflet area of the additional clip, mitraclip xt (40319r1069). In the physician¿s opinion, both clips (40307r1117) and (40319r1069) caused or contributed to the tissue damage and increase in mr. It was noted that the mitraclip xt remained attached to both leaflets.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.